Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that device was restarted and did not turn on again. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.